Event description:
In early 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra2 meter had read inaccurately high. The patient reported blood glucose results of "287 mg/dl" with a lifescan meter and "54 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient reportedly took 4.5 units of humalog insulin based on the "287 mg/dl" meter reading. About 2 hours later, the patient claimed that she developed low blood glucose symptoms of blurred vision, loss of focus, and confusion. It is not known what actions the patient took in response to developing the symptoms. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed low blood glucose symptoms after taking insulin based on an inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.